Manufacturer narrative:
The described failure of the electrode being activated without the doctor depressing the foot switch could not be verified. There was no failure or malfunction found. The footswitch is in very good condition and fully functional. The force for depressing the pedal complies with the product specification for this model.

Manufacturer narrative:
The device has not been returned at this time.

Event description:
Allegedly, the doctor was performing a turbt on a patient; he positioned the electrode on the edge of the tumor in preparation for activating when the electrode activated without him depressing the footpedal. This resulted in a extra-peritoneal perforation of the bladder. The doctor considered this a minor perforation and a foley catheter was placed in the patient. Patient responded well, perforation healed, and catheter was removed a week later. The doctor had his foot on the pedal, but states he did not depress for activation; he felt the weight of his foot on the pedal may have done so and that the pedal was too sensitive.